Event description:
On 23rd february 2023 getinge became aware of an issue with one of surgical lights - volista standop. As it was stated, fixation screw holding the main tube was loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
The initial reporter was getinge technician. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4). (Report number: 9710055-2023-00184) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00141). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4)

Event description:
Manufacturer's reference number (B)(4).